Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2393 showed one similar product complaint(s) from this lot number.

Event description:
It was reported the patient needed a central venous catheter due to acute leukemia. During the PICC catheterization process, when the guide wire was withdrawn, it was found that the guide wire had an abnormally long wire. The central venous catheter was replaced with a new central venous catheter, resulting in secondary intubation.